Event description:
Nrc contacted varian regarding an event involving variseed software. A higher dose than planned was administered during a brachy therapy treatment. The user implemented a prostate pre-plan created in the operating room immediately prior to implant. The intent was to deliver 145 gy to the gland periphery using iodine-125 sources. The hosp staff entered the activity as 0.34 units of air kerma (u), while intending to enter the activity in units of mci resulting in a treatment activity 26% less than intended (the conversion factor is 1.27 units of air kerma for every 1.0 mci.) The resulting implant delivered a dose 26% higher than intended to the target and surrounding tissues. The overdose could result in severe injury including possible remedial actions of removal of the prostate. In addition, it is possible the urethra may suffer acute and long term effects.

Manufacturer narrative:
User site has not discussed events related to the incident beyond what was reported in nrc event report. It is very unlikely that a user would implement a converse treatment, where the activity was entered in the mci field. The plan report header contains the planned source activity and strength. While the user chose not to print the plan report prior to implementing the treatment in this case because no printer was available in the operating room, it is possible to preview the plan printout on screen if the plan report review is part of the standard clinical qa program.